Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 13, 2024. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 3331, 213, 67) the returned sample was visually inspected upon receipt, and it was found to have no anomalies, such as breakage. The actual sample was then rinsed and dried, and the amount of oxygen transfer and carbon dioxide gas removal were measured according to the product inspection procedure. It was found to meet the factory's specifications and with no anomalies. Pressure drop was also measured with bovine blood after rinsing. A maximum blood flow rate of 6l.min was obtained, and met the factory's specifications with no obstructions found. Saline solution was flowed in the blood channel, as a result, there was no formation of blood clot. The manufacturing and incoming inspection record of the actual sample were reviewed with no anomalies. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. 81 - evaluation is in progress, but not yet concluded.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator presented a higher than normal line pressures, and darker than normal blood during the case. There was a brief delay while the oxygenator was changed out. Procedure was completed successfully there was a blood loss of less than 200 cc (cubic centimeters).